Manufacturer narrative:
Corrected information: h6 (method code, results code, conclusions code); h10the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional: d10. The reported events of high capture threshold and low sensing were confirmed. As received, a complete lead was returned in one piece. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. Electrical testing found conductor shorts in this region of the lead. The cause of the reported events was isolated to the overtorqued inner coil at the connector region consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited low sensing and high capture thresholds when the physician tried to place it in the rv apex and mid septum. The physician alleged lead malfunction due to sensing issue. Another lead was used in the lower septum. The patient was stable before, during and after the procedure.